Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in loading a new cartridge, but the issue remained unresolved. Consequently, technical support arranged to replace the pump, and the customer planned to use multiple daily injections as a backup insulin therapy.